Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that no obvious abnormalities were detected during pre-filling of the PICC catheter. After successful placement and flushing, leakage was discovered at the catheter tip during capping. The catheter was re-grafted and connected with an extension tube. After trimming the damaged tip and attaching an extension tube, the catheter functioned normally and remained in place.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One photograph and one video of a 4 fr groshong catheter were returned for evaluation. An observation of the returned video showed a groshong catheter inserted in the patient. After flushing the catheter with a syringe, the clinician pinches and pulls the catheter and a bead of clear fluid distal to the 40 cm depth marker is formed. The returned photograph appeared to be a screenshot of the same video and shows a bead of fluid distal to the 40 cm depth marker. No details of the apparent damage could be discerned in either the returned video or photograph. While a leak can be seen in the catheter, there were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.